Event description:
It was reported to philips that the device was giving an error indicating an image disk space is problem. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philps has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that, can't do flora to do cases. Fse visited the site and formatted image storage drive and recreated patient database. After formatted image storage drive, the system was returned to use in good working order. The codes were updated based on the investigation outcome.